Event description:
During femoral stem insertion, it was noted by the surgeon that the thread tips of the instrument had broken off. Final seating of the implant was done successfully with the instrument in it's damaged state held by hand to the stem shoulder.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.